Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the up arrow keypad button sticks when pressed. She stated that the patient wears the pump on her belt, and that the pump is occasionally wiped with a damp cloth. There was no reported adverse event as a result of the alleged button issue. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
(B)(4): the keypad was found to be intact with no peeling or damage however the keypad symbols were found to be worn. The up and down buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.